Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13 may 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation of the data on april 11, 2022, there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. The investigation of the example on april 11, 2022, also showed that the system was not within the 20/20 error target of the system, but this is not due to a system failure, and this was within the 30/30 error bounds of the cgm system. This occasional occurrence is still consistent with normal system operation. Following the reported event, the glucose plot displayed more accurate sensor readings. The hypo alert was asserted correctly prior to the event. There was no system malfunction detected. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213.